Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients leads had migrated and were not covering low back. It was also reported that there were contacts out on the patients leads. The patient underwent a lead replacement procedure. The explanted leads will not be returned as it was kept by the medical facility.